Event description:
This manufacturer report pertains to the second of two devices used in the same procedure. Refer to the associated manufacturer report numbers 3005099803-2014-01308 for the other associated device information. It was reported to boston scientific corporation that two flexiva laser fibers were used during a flexible ureteroscopy procedure in the ureter performed on (B)(6) 2014. According to the complainant, during preparation, the physician attached the first laser fiber to the laser console and it would not work. A second flexiva laser fiber was used and it also would not work when plugged into the laser machine. Another flexiva laser fiber was used to complete the procedure. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken.

Manufacturer narrative:
(B)(4). Visual examination of the returned laser fiber revealed that the exposed glass tip measured 4.5 mm and appeared unused. The fiber is fractured 16 mm from the distal tip of the device. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) was performed; no anomalies were noted.